Event description:
Following the information reported, the spreader bar of the maxi move passive floor lift detached and hit the resident in the head. A a consequence the resident sustained non-serious injury. No more details regarding injury was provided.

Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report.

Manufacturer narrative:
The process of gathering analyzing information is ongoing. The results of the evaluation will be provided to the follow-up report.

Manufacturer narrative:
The spreader bar is attached to the lift through ¿lock and load¿ system. When installing the spreader bar the locking clip needs to be engaged. The locking clip prevents an inadvertent separation of the spreader bar. The instruction for use for maxi move (001.25060.en) contains instructions and graphics of how attached the spreader to the device and also contains a warning: ¿warning: always check that the attachment is locked in place by: 1) verifying the markings on the attachment that show that there is a proper alignment, and 2) verifying that the locking clip is fully engaged, thus ensuring that the attachment is securely fastened. An unsecured spreader bar may lead to patient fall.¿ also the instruction for use includes information that daily customer should ¿ check that all external fittings are secure and that all screws and nuts are tight.¿ ¿periodic testing of the various functions is advisable to ensure everything operates properly." "Warning: if in doubt about the correct functioning of the maxi move. Do not use it and contact the arjohuntleigh service deprtment." Following the information gathered, it is unknown whether the components responsible for attaching the spreader bar were assembled when the lift was used by the facility staff, whether they were removed by somebody. The facility staff was not able to provide any details regarding the circumstances of the event. To sum up, there was no indication that the maxi move passive floor lift was used for a patient transfer. The customer reported that the spreader bar detached and from that perspective, the system did not meet its performance specification. The complaint decided to be reportable due to the maxi move spreader bar detachment. The resident was hit in the head by it what resulted in non serious injury.